Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of defective power button was confirmed due to a broken power switch from the inside. Furthermore, it was noticed that the video socket was heavily worn out and no longer holds scope cables and camera heads. In addition, the front panel was broken at the stud bolt. The probable cause of the defects were due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center power button is defective. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the correct aware date is 29-dec-2021. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿unable to turn on the power switch¿ was confirmed, the power switch was broken according to repair site. It was determined that the amount of force applied to the power switch and the extent of usage exceeded the original assumption made at the design phase. The product was confirmed to have had a design change for the higher durability and have shipped after nov. 18, 2013. (Service bulletin: refer to 146p-q0156). The design change was made for better durability but the power switch of the product was manufactured before the change. Other incoming inspection finding: the lithium cell battery is older than 5 years. According to the manufacturer, it has to be replaced every 5 years to avoid data loss. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.